Manufacturer narrative:
Final analysis found medical adhesive inside the header sleeve.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the lead exhibited helix anomaly. The lead was not used and a new lead was implanted.